Event description:
The customer reported that she activated the pod on (B)(6) 2013 at 3:44 pm. At 4:50 pm, her blood glucose was 68 mg/dl, and she suspended insulin delivery. She reported the following history that evening: time: 7:00 pm, blood glucose: 255 mg/dl, bolus: 5 units. Time: 9:20 pm, 461 mg/dl, 5.05 units.

Manufacturer narrative:
The returned device was evaluated and the reported malfunction was confirmed. Its root cause was determined to be caused by an assembly error. The release bar was installed incorrectly. An investigation into this issue was conducted and mfg work instructions and training procedures were updated. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."